Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer that was trying to reprogram a network downloader/recharger (drc), and smoke started coming out of it but there was no evidence of burning. The product was replaced at no charge. Product is being returned for investigation. Per I-stat system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment. There are no injuries associated with this event. At this time there is no evidence of a confirmed malfunction and product was replaced at no charge.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on (B)(6) 2016. The customer was trying to re-program network downloader (B)(4) and it started to emit smoke. During programming, a 24v power supply was used instead of the 12v power supply that was furnished with the dn. Failure analysis determined that the cause of the smoke observed by the customer was the failure of component tv2 on the main pcb of the dn. The likely cause of the failure of tv2 is the usage of a 24v power supply as reported by the customer, rather than the 12v power supply that was furnished with the dn.

Event description:
.